Event description:
Approx 1 month ago, pt obtained elevated blood glucose results (335, 359, and 386 mg/dl) while using the suspect device. Reporter stated that, based on the elevated results, pt sough treatment at the hosp. Thirty minutes later, pt's blood glucose reportedly measured 127 mg/dl in the hosp's lab. No treatment was rec'd and no injury was reported. Quality control testing had not been performed on the system. At the time of the report, pt had already disposed of the test strips in use at the time of the event.